Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports, one pt that is overcorrected in the left eye following a conventional hyperopia treatment. At approximately 3 months post-op, this pt exhibited a -3.25 overcorrection and a decrease in bcva. Pre-op bcva was 20/25, 3 months post-op bcva is 20/40+. Add'l info has been requested.